Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "past two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps (pull ring) of an unspecified quantity of amia automated pd cycler sets were ¿loose¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.